Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Event description:
It was reported that the implantable pulse generator was showing replace generator soon message. It is unknown if the patient lost therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.